Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The sensor interface board and ps1 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the table on the 2600 system intermittently will not move and the arm will not swing. No patient injury was reported.